Manufacturer narrative:
At this time, no further information is available. Should additional information become available in the future, we will provide a supplemental report.

Event description:
It was reported that the physician called in for review of data for this patient with a cardiac resynchronization therapy defibrillator (crt-d) system. It was noted there were significant atrial tachy response (atr) episodes and ventricular event with multiple therapies. Technical services (ts) reviewed the data and found the atrs appear to occur simultaneously with the ventricular ectopy and are suspected to be oversensing. The two ventricular events are of a fast ventricular tachycardia (vt) or ventricular fibrillation (vf) rhythm, the first of which exhausts therapy without converting the tachycardia. Additionally, there was rhythmic artifact on the atrial channel however, this was due to cardiopulmonary resuscitation (CPR) being performed. Review of the second stored episode the device attempted three rounds of atp in which the last round accelerated the rhythm from vt to vf zone in which the patient received a 41 joule shock terminating the tachycardia. At this time, the device remains in service. No additional adverse patient effects were reported. This supplemental is being filed as additional information was received which reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the physician called in for review of data for this patient with a cardiac resynchronization therapy defibrillator (crt-d) system. It was noted there were significant atrial tachy response (atr) episodes and ventricular event with multiple therapies. Technical services (ts) reviewed the data and found the atrs appear to occur simultaneously with the ventricular ectopy and are suspected to be oversensing. The two ventricular events are of a fast ventricular tachycardia (vt) or ventricular fibrillation (vf) rhythm, the first of which exhausts therapy without converting the tachycardia. Additionally, there was rhythmic artifact on the atrial channel however, this was due to cardiopulmonary resuscitation (CPR) being performed. Review of the second stored episode the device attempted three rounds of atp in which the last round accelerated the rhythm from vt to vf zone in which the patient received a 41 joule shock terminating the tachycardia. At this time, the device remains in service. No additional adverse patient effects were reported.